Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that an unknown patient developed an infection due to improper wound healing following non device related procedure. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.